Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date was inaccurate. Reportedly, the date was off by 1 day. During troubleshooting with tandem technical support the customer stated that they had previously changed the date when traveling and forgot to change the date back when they returned. Customer's blood glucose level was not impacted.